Manufacturer narrative:
The impella device was not returned by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 65 year old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support in germany. The impella was implanted on (B)(6) 2022 and was explanted on (B)(6) 2022. The clinical study group reported the patient experienced a pseudoaneurysm of the iliac external and femoral nerve dysfunction on (B)(6) 2022 and noted the event may possibly be related to the impella device. A hematoma evacuation was performed on the right inguinal side and the surgeon performed reconstruction of the puncture site with biviner patch plastic. The patient was stable after surgical reconstruction.